Manufacturer narrative:
E1: healthcare facility name: (B)(6) hospital.

Event description:
It was reported that the stent became dislodged. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A 10.0-31 carotid wallstent was selected for use. During the procedure, the stent dislodged after being positioned at the lesion site. The device was removed from the patient, and the procedure was successfully completed using another device of the same type. No complications were reported, and the patient remained stable throughout the process.

Event description:
It was reported that the stent became dislodged. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A 10.0-31 carotid wallstent was selected for use. During the procedure, the stent dislodged after being positioned at the lesion site. The device was removed from the patient, and the procedure was successfully completed using another device of the same type. No complications were reported, and the patient remained stable throughout the process.

Manufacturer narrative:
E1: healthcare facility name - (B)(6). Correction report - for updating the initial ar coding. Upon receipt at our post market quality assurance laboratory, visual and tactile inspection revealed a separation of the sheath, located approximately at the guidewire port. The device was returned with the stent properly positioned on the device, and no issues were identified with the stent.